Manufacturer narrative:
The company representative observed that the iabp would not run on line power, only battery. No burning smell was observed during the evaluation of the iabp. The company representative replaced the power supply (part number: 0014-uc-0033-05). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp emitted a burning smell. The patient was switched to another iabp and therapy was continued. No patient injury was reported.